Event description:
It was reported by service report that the unit had worn wheels. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.